Manufacturer narrative:
The lead was received cut in two pieces. External insulation abrasion was found at 12.0cm to 12.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded and the sensing cables were visible at the same location. A partial fracture of the sensing coil was found close to the crimp sleeve of the connector ring consistent with fatigue. This partial fracture is consistent with the observed sensing anomaly.

Event description:
It was reported that loss of capture and sensing was observed. Lead was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.